Event description:
Baxter (B)(4) reported a flogard infusion pump with an insert clamp alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "insert clamp alarm" was confirmed during device evaluation. The root cause was due to the slide clamp sensor being out of calibration. The sensor was recalibrated to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.